Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to subsidence of the femoral stem. The surgeon reported the implanted stem was too small for the patient's anatomy. The stem and head were revised to a larger stem and another femoral head. There are no allegations against the revised stem or head. Rep confirmed that no further information will be available.